Event description:
On (B) (6) 2009, the device was used for ventral hernia repair. On (B) (6) 2009, the patient, with a history of copd, coughed and complained that she felt her hernia came back. During ultrasound, dr noticed tearing and separation. On (B) (6) 2009, the pt was re-operated, with the device found to be torn at suture marks.

Manufacturer narrative:
Review of the device history record. Review of the lifecell complaint system for any other complaints reported to lifecell against the devices distributed from the lot. Review of the information available, including pictures received from the surgeon by the complaint committee (medical director, vp medical affairs, ra and qa). Results of evaluation: review of the device history record revealed no deviations associated with the nature of this complaint. To date, 171 devices from this lot were distributed, with 1 other complaint (tear intra-op) reported to lifecell. Conclusion: based on the information available, the investigation concluded that malfunction occurred; however, patient's pre-op condition contributed to the event reported.